Manufacturer narrative:
Estimated age. The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. (B)(4). Approximate age of device - 78 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with melena. At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. The patient reported having black loose stools overnight which continued in the morning; however, denied frank blood. The patient reported an episode of syncope for one minute on an attempt to stand up. During the admission, hemoglobin measured 5.4 g/dl, inr 6.8, 3 unit of packed red blood cell (prbc) and 1 unit of fresh frozen plasma (ffp) were transfused, vitamin k was given. On (B)(6) 2018, patient underwent capsule endoscopy, and there was concern for an erythematous mucosal fold that appeared strictured. On (B)(6) 2018, push enteroscopy was performed without evidence of acute bleed. The bleeding resolved on (B)(6) 2018. The patient maintained stable hemoglobin/hematocrit and vital signs on therapeutic anticoagulation. Pantoprazole was given 40 mg twice a day for eight weeks from (B)(6) 2018 to (B)(6) 2018. Patient's was given warfarin for anticoagulation with new inr goal of 1.8-2.2.